Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette reservoir was leaking. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 08-jul-2022 via email and attached to complaint object: event details updated. Device available for evaluation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample, one picture and two videos were received for evaluation. Visual and functional testing was performed. Visual inspection of both videos show the leak in the cassette bag. The sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Functional testing found the sample unit presented a leak in the ay bag specifically in union between pump tube and bag. Complaint is confirmed. The root cause of the reported issue was found to be the medication bag was damaged by mishandling during place into the housing operation in assembly process and not correctly segregate. Production personnel were notified by the quality engineer on 19-jan-2023 as knowledge of the defect reported by the customer and reinforce the correct handling and segregation of the medication bag in the assembly process. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).